Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker (pm) exhibited oversensing of diagnostic event resulting in inappropriate mode switch episodes. No changes or interventions were performed; the lead will be monitored. The patient had no consequences.